Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented to the office after receiving therapy. The device was interrogated and backup vvi was observed. The device firmware was successfully downloaded. The patient will be followed normally through in-office follow-ups and through m.net remote monitoring.